Manufacturer narrative:
Model number/catalog number: sc-8336-50, (B)(4), model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.